Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was detached at the lapjoint section and not returned. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 08apr2022. It was reported that a catheter leak occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After pullback was performed once, the device was removed from the patient. When flushing was performed before inserting the catheter again, the water was coming out from the middle of the catheter instead of the tip. Another of the same device was used to complete the procedure. There was no patient injury. However, device analysis revealed the imaging window was detached at the lapjoint section.